Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented in the emergency room after experiencing shortness of breath and chest pains. Upon interrogation, the patient's right ventricular lead exhibited high capture thresholds. The lead was explanted and replaced. The patient's condition was stable after the procedure.